Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to device identification for the lot number. In the initial report the lot number was reported as wn08 when the lot number is actually unknown. Expiration date - unknown due to the lot number being unknown. UDI - unknown due to the lot number being unknown. Manufacture date - unknown due to the lot number being unknown. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 6fr glidesheath slender sheath and dilator was returned for evaluation. No other accessories were returned. Visual inspection via microscopic analysis revealed that the dilator tip had damage and was slightly deformed. There were no anomalies observed on the sheath. Functional testing was performed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock was closed, and the air pressure was increased to 4.3 psi. The setup was submerged under water for approximately 30 seconds. Air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were again detected for 30 seconds. After the leak testing was performed, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. Microscopic examination revealed an off-center indentation in the valve. The inner lumen of the hub was inspected for any anomalies and none were present. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the off-center insertion into the valve could have contributed to the moderate to severe leakage. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender was leaking (bleed back) around the diaphragm and manipulation. The patient was reported to be in stable condition. The procedure outcome was successful. Additional information was received on april 10, 2019. The procedure that was being performed was a regular radial intervention. The sheath continued to leak and approximately 100cc of blood was on the floor by the end of the case. The diaphragm was continuously leaking, the rubber would not seal around the guide catheter.